Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was malignant pain and other carcinoma. It was reported that the pump was filled last week and about 4-5 days ago while the patient was leaning on a car he felt like he "fractured his lead (patient meant catheter)" and now he could feel the drug "free flowing" in his body. The caller got very groggy and thought he was going to pass out. It was recommended that the patient go to the emergency room; he stated that he would not make it and didn't feel very good. No further information was able to be collected due to the patient hanging up. No further complications have been reported as a result of this event.